Manufacturer narrative:
Results - three sample units were received for evaluation by our quality engineer team. Upon examination, one of the units (unit one) revealed two metal wedges inside the assembly and the actuator was damaged. A water leakage test was performed; the double wedges of unit one prevented the actuator from properly connecting and therefore leakage was observed at the connection site, unit two and three had successful connections with no signs of leakage observed. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - complaint confirmed. The cause of the defect observed in unit one was determined to be related to the manufacturing process. The two metal wedges observed on the adapter prevented the product from actuation, causing improper connection and leakage. During the manufacturing process there is an automated vision system inspecting for bent wedges and double wedges. There are instances where the wedge fits tight into the flare pins or is damaged in these cases it becomes difficult for the vacuum to suction the rejects.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the catheter adopter and the ex-tube before use. No injury or medical intervention.